Manufacturer narrative:
The sensor interface board was recommended for replacement by the distributor. No report of patient involvement.

Event description:
The distributor reported the unit alarmed during evaluation and lost the ability to mechanically ventilate. There was no report of patient involvement.